Event description:
It was reported intermittently that the customer experienced ongoing blood glucose (bg) levels ranging from 40-50 mg/dl, cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.